Event description:
It was reported to philips that the was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was unable to boot. Upon troubleshooting, the rse checked the logs, which showed software issues on the suite pc. To resolve the issue, the trained customer successfully reloaded the suite pc software. After that, the system returned to good working order. The codes were updated based on the investigation outcome.